Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. Patient information, patient identifier = (B)(6).

Event description:
The customer reported falsely depressed calcium results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) initial = 2.4mg/dl / repeated on different analyzer = 8.7mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed troubleshooting with guidance from abbott technical support but requested service to address the issue. During the subsequent site visit, the field service representative (fsr) determined the waste manifold was clogged causing waste to overflow to all probe and mixer wash cups. The waste manifold (drain assembly lc kit, (rohs) part number 7-207061-02) was cleaned to resolve the issue. Return testing was not completed as returns were not available. A review of the architect (B)(4) instrument service history revealed no additional discrepant results reported after the cleaning of the drain assembly. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data for the architect c8000 systems found no trends for the issue associated with this ticket. A review of historical data for the drain assembly lc kit, revealed no trend or systemic issues. A review of the architect system operations manual and the architect c8000 system service and support manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results, including, but not limited to, the troubleshooting performed by the abbott fsr. Based on the investigation no product deficiency was identified for the architect c8000, sn (B)(4), or the drain assembly lc kit, (rohs), part number 7-207061-02.